Event description:
Revision surgery - the patient fell and experienced pain. The surgeon performed an acromioplasty and lateralized her center of rotation by changing out the glenosphere to a 32 neutral.